Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor was making a "loud continuous beeping noise". The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon evaluation it was found that the flash memory program was corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the corrupt memory. The patient receive a replacement monitor.